Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "system failure" alarm and a "low vacuum" alarm. The pateint was switched to another unit and therapy was continued. No patient injury was reported.